Manufacturer narrative:
The ge healthcare distributor replaced the sensor interface board, and the unit was returned to service.

Event description:
A distributor reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.